Manufacturer narrative:
It was reported that device alarms not attached correctly, even if cassette is attached. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log confirmed there was a record of occurred latch lock failure when connected cassette to the pump. Cause was a possible defective latch lock sensor. Replaced the latch lock sensor. Device passed all function tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarms if it is not attached correctly, even if the cassette is attached. There was no patient involvement.